Event description:
During procedure, the lead could not be successfully implanted. The lead was explanted and replaced to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. Mechanical evaluation did not find any anomalies.